Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right central vein. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right central vein. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported. It was further reported that the target lesion was 80% stenosed, severely tortuous and severely calcified. The balloon was inflated once and was completely removed from the patient's body.

Manufacturer narrative:
Device evaluated by MFR: a mustang 4 x4,75cm,24atm, batch # 26148223 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 39mm in length and extended from a position 2mm distal of the proximal markerband to 3mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred, the target lesion was located in the right central vein. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported. It was further reported that the target lesion was 80% stenosed, severely tortuous and severely calcified. The balloon was inflated once and was completely removed from the patient's body.